Manufacturer narrative:
The pod was received with the needle mechanism not deployed. The download data showed that the pod completed 47 first prime pulses and was deactivated at the end of first prime. The needle did not deploy because the pod was deactivated before the start of second prime. No damages or defects were found with the pod that would prevent the needle from deploying during second prime as intended.

Event description:
It was reported the pink slide did not move forward and the cannula did not deploy. The pod was removed and a new pod was applied. No adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: sp1a.210812.016.g973usqu9ixe2. Smartphone hardware: sm-g973u. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.